Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0td0v, implanted: (B)(6) 2015, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling the stimulator turn on and off without using the programmer. She would turn it up using the programmer and it would shoot up drastically. Then it would shut off. There was discomfort and high stimulation. They removed and replaced the implant and lead. The issue was resolved at the time of the report. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins was tested with a control device. Both devices fun ctioned properly throughout the duration of the test. Both devices were set to the parameters the explanted device had when received for analysis, cycling was switched off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.